Event description:
In 12/2001, the patient was seen by a company representative for device evaluation due to change in percept levels. Impedance measurements taken at that time indicated that values had increased from 09/2001 until 12/2001. An x-ray or CT scan was recommended at this time to examine the electrode position. In 01/2002, the patient reported no sound. Testing performed at the implant center confirmed that device was no longer functioning. Revision surgery was scheduled. Patient was reimplanted with another clarion device.